Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that the patient had an initial knee arthroplasty on (B)(6) 2016. During the procedure the patella tibial trial retaining clip fractured. All pieces were accounted for, but unknown if these pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient had an initial knee arthroplasty on (B)(6) 2016. During the procedure the patella tibial trial retaining clip fractured. All pieces were accounted for and no pieces fell into the patient.